Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude during the implant procedure. It is suspected that this was due to the use of general anesthesia during the procedure. No changes were performed, and this system remains in service. No adverse patient effects were reported. Additional information was received detailing that the therapy of the patient was turned off while waiting for technical services feedback. Technical services provided troubleshooting options and further evaluation of the patient. At this time, this system remains in service. No further adverse patient effects were reported.